Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with a symptomatic aaa showing a proximal type I endoleak. The physician performed a secondary intervention and implanted another manufacturer's 32mm cuff, resolving the endoleak. The physician stated that the cause of the endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.